Manufacturer narrative:
This report is being filed on an international product, architect syphilis ln 8d06-29 that has similar products distributed in the us, ln 8d06-31 and 8d06-41. All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative syphilis result on the architect i2000sr analyzer. The following data was provided for an (B)(6) year old female hospitalized for a cardiac ablation: initial 0.50, repeat 0.48 s/co. The sample was positive on 3 other methods (espline, rpr circle test and lumipulse). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.